Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensed noise. Pacing inhibition was noted that led to greater than two seconds asystole. The lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that during a recent change out procedure this lead was verified under fluoroscopy to be the active lead. It is unknown when the lead was changed from being surgically abandoned to active, as the previous procedure from two years ago was verified thru patient records at the hospital. The current procedure was for normal device change out where the cardiac resynchronization therapy defibrillator (crt-d) was found to have previously been programmed to left ventricular (lv) only pacing, thus electrically abandoning the rv lead. At current the rv lead exhibited an invalid threshold measurement which led to loss of capture. Loss of ventricular capture was verified thru the pacing system analyzer (psa). During the current procedure the crt-d was explanted for normal battery depletion and replaced with a cardiac resynchronization therapy pacemaker (crt-p) device. The physician opted to place the pace sense portion of this rv lead into the lv port of the new device and place the chronic lv lead into the rv pace sense port. The device was then programmed to only pace from the rv, thus using the lv lead which was plugged into the rv port, as the rv pace sense lead. It was noted that the defibrillation portion of this rv lead has been surgically abandoned since the patient was down graded to a crt-p. No adverse patient effects were reported as a result of the loss of capture or off label use.